Event description:
A report was received that a patient had developed an infection at the ipg pocket site and the ipg was exposed out of the patient's skin. The physician reported that the patient's infection was due to the patient's belt and pants rubbing against the pocket. The patient's precision system was explanted and the patient was treated with cephalexin antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to satisfactory. This is the final report.